Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. Product wasn't received so no visual and functional examination can be performed. A review of the traceability and the device history records aren't possible because reference and lot# of implant wasn't available. From lonely information provided, based on the reporter information, the review of this case with the project manager and the recurrence of this type of event for this implant, the investigation found that the root cause of this issue is unknown but not related to the device. The surgeon indicated that there are no relation between the event and the device. The investigation found no evidence to indicate a device issue. Root cause unknown.

Event description:
Mobi-c p&f us: revision for unknown reason, unrelated to device. From information provided by the reporter via information collected from the annual mobi-c enhanced surveillance survey, the surgeon reported an event of device removal on a patient that was implanted with mobi-c in the past year. Patient diagnosis pre-implantation: cervical spondylosis with myelopathy. The surgeon indicated that this event is unrelated to the device: there is no causal connection between the event and the device. The device was removed and a supplemental fixation was added. Additional information requested to the surgeon. No further information provided.

Manufacturer narrative:
Corrected all information. Information from the surgeon states that the event is not related to the zimmer biomet device. The device was reported in error; there were no malfunctions.

Event description:
Information from the surgeon states that the event is not related to the zimmer biomet device. The device was reported in error; there were no malfunctions.